Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robotic colon resection, there was partial staple line firing. There is no other information known about the case. Case completed with robotic suturing. There were no patient consequences reported.